Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h3, h4, h6, h10, h11. Corrected fields; h2. A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications.

Event description:
It was reported that when the patient showed up to the hospital in cardiac arrest, the cs300 intra-aortic balloon pump (iabp) units screen stopped showing and went white after the defibrillator was used on patient. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units screen stopped showing and went white after the defibrillator was used on patient but the pneumatic unit and keyboard continue working with no issues. The patient was shocked several times and the heart started to beat again, the iabp was always pumping and was in ECMO.

Manufacturer narrative:
Updated fields; b4, g3, g6, h6, h10, h11. Corrected fields; b5, h2, h6 (health effect impact & clinical code).

Manufacturer narrative:
Due to character restrictions in event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units screen stopped showing and went white after the defibrillator was used on patient. There was no patient harm reported.